Event description:
It was reported that there was no fluid in the lens vial. There was no pt involvement. This occurred with 11 lenses. This report refers to lens 7 of 11. Ref MDR# 1313525-2015-00531 for lens 1 of 11. Ref MDR# 1313525-2015-00532 for lens 2 of 11. Ref MDR# 1313525-2015-00533 for lens 3 of 11. Ref MDR# 1313525-2015-00534 for lens 4 of 11. Ref MDR# 1313525-2015-00535 for lens 5 of 11. Ref MDR# 1313525-2015-00536 for lens 6 of 11. Ref MDR# 1313525-2015-00538 for lens 8 of 11. Ref MDR# 1313525-2015-00539 for lens 9 of 11. Ref MDR# 1313525-2015-00540 for lens 10 of 11. Ref MDR# 1313525-2015-00541 for lens 11 of 11.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.